Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user's normal bg range is between 109 mg/dl and 116 mg/dl and that no medications were changed for the user. The user stated that he does not have a new cartridge of strips to test with. A replacement of dario's strips and control solution was sent to the user to further investigate this issue. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 21st, the user contacted dario to report high blood glucose (bg) readings. The user reported that the day prior to contacting dario, he received a fasting bg reading of 567 mg/dl. Due to this, the user tested his bg three additional times that day, receiving bg readings of 541 mg/dl, 552 mg/dl, and 541 mg/dl from his dario meter. The user reported that the next morning he called his doctor, who advised the user to go to the ER. At the ER, the user's bg level was tested with a non-dario meter, which read 127 mg/dl the user was then given a saline IV, and as per the doctor's request, the user had bloodwork done, where he received a bg reading of 123 mg/dl.